Manufacturer narrative:
(B)(4). D4: catalog number.

Manufacturer narrative:
B4: description updated. D4: lot number, UDI and expiration date updated. H4: manufactured date updated.

Event description:
It was reported that, after a left thr revision surgery had been performed on (B)(6) 2017 with extreme pain, difficulty for walking, weight loss, lethargia, and anaemia diagnosis, the patient experienced unexplained pain and adverse soft tissue reaction to particulate debris that made necessary a second revision surgery on (B)(6) 2020. According to the report contents, the acetabular cup, modular head, acetabular liner were explanted and replaced with smith and nephew devices. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent a first thr revision surgery with a hip prosthesis construct that included a polarstem femoral prosthesis and that required a second revision surgery due to specific reasons. As such, no further information will be available.

Manufacturer narrative:
Sections a2, b5, d4, h4 and h6 were updated. Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the symptoms described by this patient, may be consistent with a reaction to metal debris. However, without medical documentation it cannot be investigated. Further, it cannot be concluded that the reported clinical findings are associated with the implant failure. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 46 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in the warnings and precautions that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. Additionally, the adverse events section revealed that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification, the quality and manufacture of standard grade titanium-aluminum-vanadium alloy shall be controlled. This material is used in the manufacture of surgical implants and instruments, and can be considered surgical grade. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, implant corrosion, irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a left thr revision surgery had been performed on (B)(6) 2017, the patient experienced unexplained pain and adverse soft tissue reaction to particulate debris that made necessary a second revision surgery on (B)(6) 2020. According to the report contents, the acetabular cup, modular head, acetabular liner were explanted and replaced with smith and nephew devices. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent a first thr revision surgery with a hip prosthesis construct that included a polarstem femoral prosthesis and that required a second revision surgery due to specific reasons. As such, no further information will be available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the symptoms described by this patient, may be consistent with a reaction to metal debris. However, without medical documentation it cannot be investigated. Further, it cannot be concluded that the reported clinical findings are associated with the implant failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that loosening and wear has been identified as a adverse events in primary and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, friction, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, two years after a revision surgery of hip had been performed, in which a s&n system was implanted, the patient started experiencing a deterioration in the state of health: extreme pain, difficulty for walking, weight loss, lethargia, and anaemia. Mobility is being assisted with walking sticks (indoors), elbow crutches (outdoors) and scooter (long distances). The pain is being managed by taking morphine, paracetamol and codeine. Although x-rays, MRI scans, nuclear bone scan have been performed, nothing totally conclusive has been spotted. The patient is requesting a revision of hip. The event is ongoing.

Event description:
It was reported that, two years after a revision surgery of hip had been performed, in which a s&n system was implanted, the patient started experiencing a deterioration in the state of health: extreme pain, difficulty for walking, weight loss, lethargia, and anaemia. Mobility is being assisted with walking sticks (indoors), elbow crutches (outdoors) and scooter (long distances). The pain is being managed by taking morphine, paracetamol and codeine. Although x-rays, MRI scans, nuclear bone scan have been performed, nothing totally conclusive was spotted. A revision surgery was performed by the end on (B)(6) 2020 and doctor planned to remove ball head but it was noted that the r3 was loose and worn out.